Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25015. It was reported the patient's ((B)(6) ) ipg was unable to communicate with the charger or patient programmer. A replacement charger did not provide resolution. Additionally, x-rays revealed one of the patient's leads possibly migrated. In turn, the patient underwent surgical intervention. Intra-op lead diagnostic testing revealed invalid impedance measurements on the migrated lead. As a result, the physician decided to explant the lead and replace the ipg which resolved the issue. The device information for the patient's second lead is unknown at this time.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25015.

Manufacturer narrative:
Results: the complaint of no communication for the ipg was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was unable to pass ucod due to no output on channel 8. Visual analysis revealed a broken feed through wire on channel 8. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisory. Recall: 1627487-12192011-003-r , 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.